Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing. Chest x-ray confirmed rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and sensing noise. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported event of sensing noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.